Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Cross reference MDR: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the customer, several patients reported urinary tract infections after treatment. Despite proper disinfection and correct reprocessing, the customer noted that the device repeatedly showed microbiological abnormalities with evidence of bacterial contamination. Cross reference MDR: 1221826-2026-00633, 9610617-2026-00627.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).